Event description:
A report was received from maude (mw5093534) that the ipg was implanted in the patient and following implant the patient was unable to stand or walk. The patient later had the ipg removed to address the reported issue.